Event description:
It was reported that during a procedure to treat a calcified lesion in the right renal ostium with moderate tortuosity, no pre-dilatation was performed. The guide wire went straight down without any resistance. The omnilink stent delivery system (sds) was advanced through another co's 6 fr sheath just distal to the lesion. After contrast injections, the device was pulled back to properly place the stent in the lesion. Under fluoroscopy, the balloon was inflated in the lesion; however, the stent was found distal to the lesion near the kidney. An attempt was made to capture the stent with the sds balloon, but the attempt was not successful. The system was then switched out for a .014" system and a herculink stent was deployed in the target lesion. A viatrac was then used to dilate along the renal to complete the procedure. The omnilink stent remained in the renal and appeared to be apposed in the vessel.